Event description:
It was reported that the wake button is difficult to press and requires pressing the wake button multiple times to function. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.